Event description:
It was reported that this inflatable penile prosthesis was unable to inflate and deflate. It was observed that the reservoir folded in half, it was flipped on itself. The device was removed. No patient complications were reported.